Event description:
It was reported that a user of the ilet experienced elevated blood glucose readings, with device reports indicating frequent high values, and customer discussion revealed frequent meal announcements and use of meal entries as corrections that could interfere with the meal algorithm. Symptoms included hyperglycemia with a peak of 307 mg/dl. Outcomes included no reported injury, medical intervention, hospitalization, or alarms. Investigation included a review of user-reported data and technical support assessment through customer interviews. Investigation of this case revealed improper use behavior, specifically excessive meal announcing and announcing for snacks, which can disrupt algorithm learning and contribute to high glucose levels. It was concluded that the device functioned as designed and that user technique contributed to the event, with guidance provided to reduce unnecessary meal announcements and consider retraining or a factory reset if needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.